Event description:
It was reported that the table on the 2800 system will intermittently lock up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced the table hand control. The system was tested and found to be working as intended, and placed back into service.